Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. Ince this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having two concerns. One is their teeth are higher than the others. The patient stated at a recent dental checkup their dentist asked me if she had braces because the very back tooth on my left side is apparently now tilting inward enough that she could see the arch between her root and that was her second concern.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.